Event description:
It was reported that, during the implant procedure of this pacemaker and during check routine, all post checks were within normal range, until oversensing occurred. The oversensing happened intermittently on the connection to the header. The operator was disconnected and reconnected on three separate occasions. The decision was made to replace with a new device. After replacement there was no occurrence with the new device and there was no allegation against the right ventricular (rv) lead. No additional adverse patient effects were reported.